Event description:
It was reported that the surgeon started to use the blade when he noticed it was not working correctly. He pulled it out of the patient's turbinate and it was observed that the blade was broken at the tip. There was no report of patient injury.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer and evaluated by the quality engineering team. The product analysis found the sample was returned with the label from the inner pouch identifying sample as item 1882040 inferior turbinate blade, 2 mm from lot h175400. Sample was returned in 3 pieces; the outer blade (whole), the inner blade (tip sheared off), and the tip of the inner blade. When viewed under 20x magnification, the outer blade appeared clean and almost unused, with only a small area of damage along the blade opening. The inner blade and tip were sheared apart along a circumferential plane. There was a small amount of bio-debris inside of the tip. The tip appeared twisted and deformed. Measurements were taken of the length of the inner blade to hub (4.6210", and the tip length (0.1051"). These two measurements added together equal 4.7261", which conforms with drawing (B)(4) rev j, 4.7230 +/- 0.005". (Measurements taken with calipers (B)(4) 2013) the outer blade was measured at 4.5870", against a drawing (90a1392 rev l) requirement of 4.602 +/- 0.005". As the tip of the outer blade could have been bent during use, this finding will not be considered a manufacturing out of tolerance condition. The hub was examined under magnification, and three identical round imprints were located anterior to the proper locking location, indicating that the locking mechanism of the handpiece was activated while the blade was not properly seated in the handpiece. The most likely cause of this complaint is use error due to improper loading.